Event description:
The customer reported the generation of false sodium (na) patient results on their unicel dxc 600 pro synchron system. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600 pro synchron system. The fse inspected the instrument and found multiple issues. The found dirty carbon bridge, bent modular chemistry (mc) sample probe and unseated mc sample syringe. The failure mode is determined to be due multiple hardware malfunction. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No further issues were noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4).